Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned.

Event description:
Additional information was received from the manufacturer¿s representative (rep).the rep provided a photo of the previously reported pending alarm message while the pump was in shelf state. The rep clarified they were not aware of any allegation of a faulty battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep). The rep confirmed the pump was in shelf state when they performed the initial interrogation of the pump. There was no known reason for the pending alarm.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown), indicated for non-malignant pain. There was no indication of patient involvement and no patient injury was reported. It was reported that a pending alarm occurred on (B)(6) 2018. The reason for the alarm was unknown. The pump was not implanted. The rep stated that she has a back-up pump to use for implant today. No patient complications were reported or anticipated as a result of this event. Additional information was received from the manufacturer¿s representative (rep). The rep reported they were waiting for return boxes to return the pump, and indicated they should receive the boxes this week. Additional information was received from the rep on 2018-jul-24. It was reported that the pump had a ¿faulty battery¿ and was being sent back to the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
Initial reporter contact information completed. If information is provided in the future, a supplemental report will be issued.